Event description:
On (B)(6) 2014, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. During the follow-up call, the patient reported that the alleged meter inaccuracy began around (B)(6) 2014. The patient reported obtaining blood glucose readings of ¿111 mg/dl and 124 mg/dl¿ with the subject meter performed within 20 minutes of each other and ¿109 and 96 mg/dl¿ with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. During the follow-up call, the patient reported that she tests her blood glucose 4 times a day (between 7:00 -9:30 am, 2 hours after breakfast, after lunch around 2:00-2:30 pm and after dinner between 7:00-8:30 pm). The claimed her normal blood glucose range is between ¿80-156 mg/dl¿. The patient manages her diabetes with insulin (unknown type: 5 units plus 2 more based on meter results). The patient denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient denied developing any symptoms due to the alleged issue however reported being treated by her endocrinologist with insulin (unknown type/dose) at an unspecified date and time after the alleged issue occurred because her fasting results were too high. The patient claimed she did not perform blood glucose tests on any other device. During the follow-up call, the patient claimed she has gestational diabetes and could not tell what may have caused or contributed to her to requiring the reported health care professional (hcp)treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.